Manufacturer narrative:
The hospital has not accepted the repair proposal, therefore, no resolution to the reported event. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested, during a case. The patient was switched to manual ventilation. There is no report of patient injury.